Manufacturer narrative:
Device passed self test and displacement test. All buttons function properly. No stuck button error alarms noted during testing. Device passed the keypad voltage test. No damage was noted to keypad assembly and j1 connector on electrical board was locked properly during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and serial number label missing. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were getting stuck and did not react on presses. Troubleshooting was done for keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated the button was not unresponsive during an easy bolus attempt. Customer was advised to remove battery from insulin pump and replace with a recommended new or fully charged battery. Customer stated the buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.